Manufacturer narrative:
Citation: tamm ar et al. Long-term outcomes with new generation prostheses in patients undergoing transcatheter aortic valve implantation. European heart journal. November 2020; 41(supplement_2): 1950. Doi: 10.1093/ehjci/ehaa946.1950. Presented at the esc congress 2020 ¿ the digital experience 29 august ¿ 1 september 2020. Earliest date of presentation used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature abstract regarding the long-term outcomes in patients who underwent transfemoral transcatheter aortic valve implantation with an edwards sapien 3 or medtronic evolut r. All data was retrospectively collected from single center between 2014 and 2016. The study population included 359 patients and was predominantly female with a mean age of 82 years. The evolut r group consisted of 144 patients. No unique device identifier numbers were provided. In the evolut r group, the thirty-day mortality rate was 2.1%. None of the deaths were directly linked with evolut r as the causes of the deaths were not characterized. In the evolut r group, adverse events included: conversion to open-heart surgery, new permanent pacemaker implantation, stroke, myocardial infarction, moderate to severe paravalvular leak, life-threatening or disabling bleeding, and major vascular complications. No additional adverse patient effects or product performance issues were reported.